Event description:
A healthcare professional reported injecting a patient with 0.8cc of evolysse smooth and form in the lips. Patient experienced delayed severe swelling, pain, and lumps in the lips. Database reference number: (B)(4). Additional comments: (B)(4). Evolus acknowledges the lateness of this report and has opened an internal investigation capa25002.